Event description:
Event description guidant received information that this implantable lead exhibited noise on the rate/sense and shock channels. The noise is not reproducible. The lead measurements are within normal ranges. The patient is pacer dependant, and the noise is causing pacing inhibition.the device has been implanted for two years, and the noise is recent.